Event description:
It was reported that the tip of a k-wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. A backup device was available to successfully complete the case with no additional patient outcomes.

Manufacturer narrative:
It was reported that the tip of a k-wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. Additional information from the rep indicates that the k-wire broke while it was holding the positioner in place and they were pinning the cut guide. No device was returned for evaluation but photographic evidence was reviewed and confirmed that the tip of the k-wire was broken off. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the most likely cause of what was reported is that the k-wire broke due to impact with another device (pin used for fixation of the cut guide). A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.